Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented post-implant for a lead repositioning due to dislodgement. The lead was replaced for a shorter one. The patient tolerated the procedure well.

Manufacturer narrative:
Analysis was normal. No anomalies were found.